Event description:
It was reported that the wake button was delayed in responding to touch. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting.